Manufacturer narrative:
As of this filing, the "used/damaged" 5.5 mm hps prebent polishing bur has not yet been returned to conmed corporation for evaluation. The investigation remains in process. A supplemental and final report will be filed upon the completion of the product evaluation and complaint investigation.

Event description:
The user facility reported that during use of the 5.5 mm hps prebent polishing bur in a hip arthroscopy procedure, "the end of the bur came off in the hip joint". As report, the bur had been used for approximately 5-10 minutes when the distal end came off. The broken portion was safely removed from the patient with no problems noted. Other than a 7-minutes delay while the bur head was being retrieved, the procedure was otherwise completed with no further complications or patient injury. This report is raised on the basis of potential injury with recurrence.

Manufacturer narrative:
One (1) used/damaged hps prebent polishing bur was returned to conmed for evaluation on 07-dec-2016. Visual inspection of the returned bur found the tip was broken and this confirmed the reported breakage. Further inspection by the engineer, revealed that there might be insufficient weld material on either side of the inner tube or the bur. Based on this finding, an investigation was opened to determine if corrective and preventive actions are required. This lot with the UDI #(B)(4) was manufactured on 20-oct-2015. A review of the device history record for this lot found no noted of discrepancies during the manufacturing process that could have caused or contributed to reported breakage. Of the lot containing 60 units, there was one other similar complaint received for this item and lot number combination. In addition, a 2-year review of product history for this device family shows there have been a total of 11 complaints of "bur breakage" with a quantity of 12 units. Of the 11 complaints received, 8 were considered reportable events including this one. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). To date, there have been no serious injuries or death related to the reported breakage or the use of this device. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: - always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. - always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. - do not use burs for plunge cutting. Damage or injury may occur. - do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. - direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blade or bur should be examined for damage and replaced if necessary.